Event description:
Champion-af study. It was reported a stroke occurred. Aspirin was administered pre-procedure. A left atrial appendage (laa) closure procedure was performed and a 27mm watchman flx closure device was implanted. Complete laa seal was noted. The patient was discharged on aspirin and rivaroxaban. At the four (4) month routine follow up, transesophageal echocardiogram (tee) imaging revealed complete laa seal and no evidence of thrombus on the atrial facing surface of the closure device. 1039 days post index procedure, the patient presented to the hospital with complaints of left sided numbness and was admitted for further evaluation. Computed tomography (CT) scan of the brain was performed and revealed ischemic stroke. At the time of the event, the patient was on aspirin. Modified rankin scale (mrs) was performed scores were found to be 0 no symptoms and nih stroke scale was found to be 2. The patient was started on clopidogrel in response to the event. The outcome of the event was considered to be resolved with sequalae, and patient was discharged home.